Event description:
During an atrial fibrillation procedure, prior to ablation, a tamponade occurred in the left atrium. When the sheath was already placed in the left atrium, while placing the ablation catheter, a tamponade was seen on fluoroscopy and then confirmed with an echocardiogram. The patient remained asymptomatic and stable at the end of the procedure and taken to the ICU for observation. There were no alleged performance issues with any devices. The physician alleges the that the tamponade was caused by the sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3008452825.